Event description:
Infection in arm caused by IV bag used at (B)(6) hosp emergency room, (B)(6). On (B)(6) 2011, I went to this ER suffering from a severe headache. I was told that the CT scan performed was negative for stroke, etc. And was subsequently treated for migraine headache via 3 medications contained in an IV bag. Per nurse, this was acetaminophen, caffeine and reglan. After arriving home and removing the bandage, I observed the area on my arm where the IV catheter was inserted was red, blistered and had bumps surrounding it. This did not go away and on (B)(6) becoming concerned about the infection, I returned to the same ER. I explained the circumstances to the ER nurse and then the ER doctor who examined my arm "for blood clots", ordered an xray of the arm, then gave me a prescription for the antibiotic doxycycline hyclate 100 mg which I filled and took as prescribed. I had no problems with infection prior to insertion of the IV. I have pictures of the infected area if needed. I returned to ER (B)(6) east, (B)(6), (B)(6) 2011 where I was supplied with a prescription for an antibiotic.